Event description:
It was reported the patient's cuff was tested before insertion and no leakage was noticed at the time. During filling in the evening, a leakage was noticed for the first time and water leaked into the trachea. This was noticed on (B)(6) 2020. Per the reporter, a tube change out was not completed at that time.